Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service codes 204 and 107) has been confirmed. Upon investigation, the trunk cable connector was physically damaged and the electrode belt was unable to latch to a monitor. The inability to latch to a monitor caused a disruption in communication between the monitor and the electrode belt and resulted in the service codes. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was causing service codes 204 (belt unusable) and 107 (multiple abnormal shutdowns).